Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a revision procedure to address previously reported observations of low out-of-range pace impedance measurements (<200 ohms) on the right atrial (ra) lead and noise oversensing on the atrial channel. It was suspected that the ra lead had insulation damage. Additionally, it was noted that right ventricular (rv) lead also exhibited noise oversensing and exhibited high out-of-range impedance measurements. During the revision procedure, the ra lead and rv lead were surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.